Manufacturer narrative:
(B)(4). Batch #: u9427p. Investigation summary: the device was received the lower jaw detached at the welding point. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that while performing a lap proctectomy, on the second mesentery transection with enseal, the jaws snapped. The case was delayed by seven minutes. A new device was used to complete the case with no patient consequences.